Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt unable to complete incoming functional testing. The cause for the failure was isolated to a broken pulse wire from the solder connection. The root cause for the broken wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.